Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however, unit had corroded keypad traces. No moisture damage noted on the electronic assembly or motor assembly. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm during bolus. Customer reported that insulin pump may have been exposed to sweat due to wearing pump in bra. Customer's blood glucose was 100 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.